Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer decontaminated the system and changed all electrodes. Calibration was successful and controls passed. Patient sample testing was acceptable. The investigation determined the service actions resolved the issue. The issue is related to insufficient analyzer maintenance.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The questioned results did not fit with the clinical condition of the patients. The customer provided an example of one patient sample with discrepant na results. The sample initially resulted in a na value of 152.5 mmol/l with a data flag. The sample was repeated on a second analyzer, resulting in a na value of 138 mmol/l. The sample was also repeated on the original analyzer, resulting in a na value of 140.1 mmol/l with a data flag. The repeat results were deemed correct and a corrected report was issued.